Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00015. The date of that submission was 2/20/2025.

Event description:
It was reported that the pump had a cassette attached error. There was no patient involvement. No further information was provided.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion seal was replaced and the device passed all testing.